Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that all the buttons on the infusion device are non-functional. Pt initially noticed the check button would not respond, and then the issue happened with all of the buttons. Pt reported the infusion device has also signaled an alarm by emitting a ¿strange sound,¿ but no alarms were displayed on the screen. The infusion device was replaced and requested for eval. No physiological effects were reported in relation to this event, and the pt did not require treatment from a health care professional or second party to address the issue.